Event description:
A customer reported to baxter that the tip protector of the cassette line was missing and was not in the protector bag. The product was not used by the home patient (hp). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for a missing cap on the cassette line was confirmed in the lab via photograph. The assignable cause was due to personnel in manufacturing. Set was visually inspected and noted the cap was missing from the port. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.